Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during drain 3 of 5. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the hc then alarmed se 2367. The tsr had the hp cycle power again and the alarms cleared. The hp would start over with new supplies and the hc was operational. The patient was not connected either at the time of the alarm or observed air. The patient line became separated from the transfer set. The patient pulled it apart. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.